Event description:
Related manufacture reference number: 2017865-2023-45350. It was reported that the atrial lead and right ventricular lead both exhibited lead impedance warning. Programming changes were performed for both leads. The patient's condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120744.